Event description:
It was reported by the patient that they heard a patient alert from their device. Follow up with the clinic determined the alert was for the device being at elective replacement indicator and that early battery depletion was suspected since the device had been implanted for less than two years. Also the left ventricular (lv) lead had high thresholds. The device and lv lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, there was apparent explant damage and the lead was stretched.